Event description:
Healthcare professional reported a right side deflation. The device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: analysis of the returned device identified, crease fold, wear abrasion and opening on the shell. Leak test and microscopic analysis was performed which identified, creases smooth opening on radius. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is an opening crease smooth on anterior assessed as fold flaw opening. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation.